Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps during inspection. Deformation was evident to the distal tip, with tip appearing torn. The guidewire lumen patency was verified with a 0.015 inch mandrel. The device returned with a detachment on the hypotube, 19.2cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident along the hypotube proximal and distal to the detachment site. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use two resolute integrity drug eluting stents to treat a moderately tortuous and severely calcified lesion, located in the proximal right coronary artery, exhibiting 99% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The devices did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was used during delivery. It was reported that both stents deformed during positioning. The shafts of both stents broke during advancement. No intervention was required to remove the detached portions. No detached portions of the devices remained in the patient. It was reported that the event was due to use of the device in difficult lesion morphology/anatomy. Patient status post-procedure is alive with no injury.